Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a burn like irritation under the front therapy electrodes and on back. There are no allegations that the patient received a treatment shock. There was no alleged device malfunction contributing to the irritation. Patient reported she was using an ointment she got from her dermatologist. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.